Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that the tip of the bd autoshield¿ duo pen needle's non-patient end became stuck in the pen and broke off. The following information was provided by the initial reporter, translated from swedish to english: "the back canula after injection got stuck in the pen membrane, and sits there which was noticed when dethatching pen needle from insulin pen. The patient was given insulin. Staff would change tips. When they were going to put on the cap, they saw that the "tip" itself was left on the insulin syringe. The product remains. No patient or staff injury has occurred."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd autoshield¿ duo pen needle's non-patient end became stuck in the pen and broke off. The following information was provided by the initial reporter, translated from swedish to english: "the back canula after injection got stuck in the pen membrane, and sits there which was noticed when detaching pen needle from insulin pen. The patient was given insulin. Staff would change tips. When they were going to put on the cap, they saw that the "tip" itself was left on the insulin syringe. The product remains. No patient or staff injury has occurred."